Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit swivel was loose. The swivel was replaced and resolved the reported issue. The event is confirmed. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome hose was leaking air somewhere and the dermatome was not working as it should; occurred during testing of the machine prior to surgery. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm, no delay.